Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited noise. No interventions were performed and the patient's condition was unknown.

Event description:
New information received indicates that the patient presented remotely via merlin.net. Upon review of the transmissions, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. No interventions were performed and the physician will continue to monitor the ra lead. No patient consequences were reported.